Event description:
Caller reported a negative urine hcg result on a pt that was known to be (B)(6) pregnant. A serum hcg test was performed and quantified at 134 miu/ml. The pt had gone to see the doctor and was (B)(6) at the time. Serum test was available immediately, so there was no lapse in treatment. No add'l details were provided.

Manufacturer narrative:
Investigation pending.